Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pacemaker, it was found out that the right ventricular (rv) lead exhibited high pacing impedance. Programming changes were made to address the issue. The patient was in stable condition.